Event description:
The customer contact reported unrestricted flow. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broke." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, unrestricted flow was noted when the door was opened. There were no reports of any adverse pt events and no reported delays of critical therapies while the device/pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.